Event description:
It was reported that using an unspecified artery access approach during a procedure of the unspecified artery, a kissing balloon technique was used with a 3.5 x 6 mm and a 2.0 x 12 mm trek balloon dilatation catheters (bdc) and resistance was met while advancing the bdcs over the guide wire. The 3.5 x 6 mm bdc was removed from the anatomy with some resistance after deflation and blood was observed in the balloon. A balloon rupture was suspected. A different bdc was used to successful complete the procedure without reported incident. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.